Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient's blood glucose on an unknown date was above 500 mg/dl with moderate ketones, strong and fruity breath, extreme drowsiness, blurred vision, extreme thirst, excess urination, and nausea. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's basal rate and bolus delivery settings were recently changed. It was reported the pump's time and date reset when the battery was removed for less than 24 hours. This complaint is being reported because a pump malfunction was alleged as a contributing factor to the reported health event.

Manufacturer narrative:
Follow-up #1 date of submission 02/04/2016-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the complaint could not be review of the pump¿s black box revealed no time and date reset issues. The pump was manually suspended on (B)(6) 2015 at 14:16 and powered off; deliveries resumed on (B)(6) 2015 at 18:10. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, two battery compartment cracks were observed. No power issues were experienced during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.